Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ weiss epidural needle there was an issue with sterile breach. There was no report of injury or medical intervention.

Manufacturer narrative:
Two sample units belonging to lot number 8065787 were received for evaluation by our quality team. Through visual inspection of the returned samples, the packages were observed strongly sealed which prevented the packages from properly opening. Through analysis of the package, it was determined that the entire area of film was sealed due to excess sealing force, therefore, the sterile integrity of the package was maintained despite the difficulty of opening the package. The sealing machine is run by an operator. A device history record review did not reveal any documented quality issues during the production process that could have contributed to this incident. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported with the use of the bd weiss epidural needle there was an issue with sterile breach. There was no report of injury or medical intervention.